Event description:
Event #1 ¿ [redacted date] there was a sensor error/tem:p. Error with the ablation catheter after placement into the patient. There was no harm to the patient. The catheter was removed and replaced. Lot 31119560l. Event #2 - [redacted date]: there was a sensor error with the ablation catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Lot 31104682l. Event #3 - [redacted date]: after placement into the patient, there were issues with two different ablation catheters: a catheter sensor error (lot 31096118l) a temperature malfunction (lot 31096045l). There was no harm to the patient. Lots 31096118l, 31096045l. Event #4 - [redacted date]: the carto system was unable to recognize the ablation catheter while ablating. The catheter was removed and replaced with no harm to the patient. Lot 31049548l. Manufacturer response for bi-directional ablation catheter, thermocool smarttouch bi-directional ablation catheter (per site reporter). Clinical site notified mfg rep directly.